Event description:
The customer reported that during a neck surgery, a flame developed on the tip of the device. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.